Event description:
Customer reported he went to the hospital for high blood glucose and was kept there for treatment; alleges pump was not delivering insulin and meter was not reading correctly. Customer stated he was treated with IV saline and IV insulin and kept for 24 hours and then released the next day. Customer reported that once he was home he got a 4.1 mmol/l on his meter at 8:30 am. Customer stated he went back on the pump and by 10:00 am his blood glucose went back up to 21.0 mmol/l. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.